Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. Inratio: qc1h, 6.3(retest), lab: >9.0. 2nd pt; qc1h (2x), lab: 4.6. Technical support sent the customer a new lot to try. Results were satisfactory.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio qc1h, 6.3 (retest) lab >9.0' 2nd patient: inratio qc1h(2x), lab 4.6. Technical support sent the customer a new lot to try. Results were satisfactory.